Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. (B)(4)

Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report from an (B)(6) study by a physician from the (B)(6) of bacterial peritonitis in a subject coincident with extraneal viaflex and physioneal 40, unknown bag therapies for continuous ambulatory peritoneal dialysis (capd). Extraneal viaflex and physioneal therapies were ongoing. On (B)(6) 2009, the subject experienced bacterial peritonitis. On (B)(6) 2009, the subject began treatment with ceftazidime (ip, dose and frequency not reported) and vancomycin (ip, dose and frequency not reported). On (B)(6) 2009, treatment with vancomycin was discontinued. On (B)(6) 2009, treatment with ceftazidime was discontinued. The subject recovered in (2009) from the peritonitis.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. The cause of the peritonitis was undetermined.